Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the defect described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. No samples or digital images were received for evaluation for this complaint therefore the issue reported by the customer was not confirmed and the root cause could not be specifically identified. No action plan is required at this time. If a sample is received in the future, the complaint shall be reopened for further investigation. The current process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention.

Event description:
The customer reports that the foleys are disconnecting during use.